Manufacturer narrative:
The manager from the dealer stated they received information alleging that the bed and bed rail were defective and the patient died of asphyxiation. The information alleged that the patients head and neck were found wedged between the bed and bed rail. Hospice had also ordered a 10¿ wedge for the patient, it was unclear if it was being used. The manager does not think that the actual equipment failed. The manager feels that hospice did not have the correct equipment to meet the patient¿s needs. The ivc bed series owner's manual states, "proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment." The manual references the FDA¿s bed safety guidelines, "a guide to bed safety bed rails in hospitals, nursing homes and home health care: the facts" which state, "patients who have problems with memory, sleeping, incontinence, pain, uncontrolled body movement, or who get out of bed and walk unsafely without assistance, must be carefully assessed for the best ways to keep them from harm, such as falling. Assessment by the patient¿s health care team will help to determine how best to keep the patient safe. When bed rails are used, perform an on-going assessment of the patient¿s physical and mental status; closely monitor high-risk patients." At this time the bed has not been returned for evaluation and it is unknown when or if it will be returned. Attempts have been made without success to obtain more information. Should additional information become available, a supplemental record will be filed.

Event description:
Invacare received correspondence from a provider relating there was an incident involving an invacare bed and a hospice patient that resulted in death. Provider states he has had no additional information but has received notices from the law firms representing the hospice organization and the patient.